Manufacturer narrative:
Visual examination revealed that the lens was received cut in half. No further deviations were found. Visual inspection of the optic parts took place and no optical deviations could be found. The manufacturing record review was performed and met specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Placeholder.

Event description:
It was reported that the lens was explanted due to patient dissatisfaction and was replaced by a (B)(4). The serial number is (B)(4), and it was explanted on (B)(6) 2011 with no further patient complications.

Manufacturer narrative:
The product was received at abbott medical optics (amo) santa ana and is being shipped to the manufacturing site for evaluation. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.